Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached over 350 mg/dl while wearing the pod for 48 hours. Symptoms reported include hyperglycemia and vomiting. The patients parent administered corrections of 8 units of insulin via syringe and applied a new pod. Once at the hospital the patients pod was removed and the patient was given insulin through intravenous. In addition the patient was given cheese. The patients blood glucose had decreased to 54 mg/dl. The patient was given juice. The patient was discharged from the hospital after 4.5 hours. The pod will not be returned as it has been discarded.